Manufacturer narrative:
(B)(4). Approximate age of device- 2 years. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2017, the patient¿s vad system alarmed with a low speed advisory. At the time of the alarm, the patient believed the vad system was connected to a power module and confirmed that both the driveline and power module patient cable were intact. The patient was reported to be asymptomatic. The patient was admitted to the hospital on (B)(6) 2017 for evaluation. Log file analysis completed by the manufacturer¿s technical services representative revealed speed drops below the low speed limit and pump stoppages on (B)(6) 2017 that only appeared to be occurring while the vad was connected to the power module. It was observed that power was increasing before the pump stoppages occurred. The customer was informed that this type of behavior has been linked to potential issues with the percutaneous lead (driveline). X-ray images submitted for review were unremarkable. The patient was provided an ungrounded power module patient cable for use while on power module support and was discharged home on (B)(6) 2017. As of (B)(6) 2017, the patient was stable at home using the ungrounded patient cable and there were no further issues related to the event. No additional information was provided.

Manufacturer narrative:
Although the reported alarms were confirmed through evaluation of the submitted system controller log file, a specific cause could not be conclusively determined through this evaluation. No driveline repair was requested and the driveline was not returned. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.